Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11317. It was reported the pt felt warmth at the ipg site while charging. The pt was charging the ipg without the antenna pouch directly on his skin. The pt was advised to place a barrier between the antenna and the skin, such as the antenna pouch. Follow up identified the issue had caused discomfort, but no issues of burning.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.